Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support if the issue recurred.